Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that when the involved angio-seal assembly was inserted into the artery, a kink occurred due to severe calcification and the device became unable to be used. After a small dissection was performed, another angio-seal device could be used. Subsequently, hemostasis was successfully achieved by the second device. No health damages to the patient. Estimated blood loss was less than 250cc. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. The patient was not injured during the event and medical or surgical intervention was not required. There were no other devices or equipment used with the reported product. The event occurred intra-operative.